Event description:
It was reported that this right atrial (ra) lead suffered a clavicular fracture, so it was explanted and a new device was implanted. No additional patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. This lead was returned in two segments - severed at approximately 243 mm from the terminal end. Analysis determined this damage to be a result of cutting. Further visual inspection noted a fractured outer coil conductor in two locations, at approximately 223 and 232 mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead suffered a clavicular fracture, so it was explanted and a new device was implanted. No additional patient effects were reported.